Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver would not boot up; therefore functional testing and data download was unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. The reported event of a loss of connection was confirmed during log review. A root cause could not be determined.